Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation a day post-implant procedure, the patient¿s newly implanted right atrial lead found to be dislodged. The lead dislodgement was confirmed with a chest x-ray. The atrial lead was in the ventricle, and the atrium and ventricle were lining up. The lead was re-positioned successfully on (B)(6) 2019. The patient was stable with no issues.